Manufacturer narrative:
Covidien eval found through visual examination that the black wire of the speaker assembly was cut resulting in a loss of audio function. The cut was located between the front panel bracket and the battery housing.

Event description:
Covidien rec'd a report of a n-560 that had no audio. The n-560 did not sound power on self test (post). Customer reports that it occurred a week prior and that there was no pt involvement.